Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out-of-range (oor) pacing lead impedance measurement of less than 200 ohms. It was seen through a chest x-ray that this lead had insulation issue and what appeared to be a sub-clavicular crush. This patient underwent a surgical procedure where this lead was surgically abandoned. The physician was unable to extract this chronic rv lead due to risk involved. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.